Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Service was performed to correct the problem. No part replacement was required. The system was tested and verified as ready for use. No image or procedure video was provided. This complaint is being reported based on the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side manipulator (psm) 3 instrument did not work as it should. The clinical sales representative contacted a field service engineer (fse) to report the problem. When the fse followed up with the surgeon, the surgeon indicated the operating room team already tried different instruments without change. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.